Manufacturer narrative:
This follow up report is being submitted to report additional information. Conclusion summary: on october 18, 2018, it was reported that during surgery the unit was damaged as the undercarriage was bent. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was march 4, 2016 where it was reported that the handle was damaged and difficult to attach/remove and the roller, ratchet gear, spring, and sliding pin were replaced. This is not a related issue. Product review of the skin graft mesher on november 26, 2018 revealed that the calibration and sample mesh could not be taken due to the damaged comb. The side plates, carrier guide, hinges, and handle were all worn. The roller end was badly damaged but the ratchet still fits on the device. The 1.5:1 ratio cutter, serial number (B)(4) did not produce a passing sample mesh and was deemed non-repairable. The skin graft mesher was not repaired as the customer purchased a new device and this device is to be scrapped. The reported event was confirmed since during the product review it was noted that the sample mesh could not be taken due to the damaged comb. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the sample mesh could not be taken due to the damaged comb. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the unit was damaged as the undercarriage was bent. 1.5:1 cutter was used but serial/ lot are unavailable. This will not be returning to us as it's 26 years old so the customer is purchasing new. The doctor was able to salvage the graft so an additional one was not necessary. There was no harm and a minimal delay but time unknown. No adverse events were reported as a result of this malfunction.